Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag without a lot attached. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned partially disassembled with the white housing already opened. Not all components were included in the return. The catheters, foam, red activation knob and co2 cartridge were not included in the return. The device was returned with the on/off switch in the "off" position. The red button was returned inside of the white housing. Powder was observed on the exterior of the returned device. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the regulator (lance and o-ring) confirms the device was of the current design. The handle was disassembled further, and the tubes were disconnected for removal of any powder. Loose powder without clumps was present in the front tube connecting the on/off valve to the powder chamber. Powder was not present in the back tube connecting the powder chamber to the low-pressure valve. A visual inspection of the hole in the bottom of the powder chamber showed it to be clear. The low-pressure valve was disassembled and evaluated. The valve components were reviewed, and it was found that an additional small, orange, o-ring was contained in the valve, the 2 small o-rings were stacked on top of one another with the top having a clear impression of the black actuator left on the surface of the o-ring. This is the most likely cause resulting in the valve remaining open due to the additional o-ring. No other anomalies were observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report of continuous flow of co2. The root cause of this observation was found to be an additional o-ring in the device's low-pressure valve (lpv). The additional o-ring resulted in the valve remaining open resulting in the observed continuous flow of co2. A supplier corrective action request (scar) was initiated to further investigate device due to additional o-rings in the lpv. This device is within the scope of the scar. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a supplier corrective action request (scar) was initiated to further investigate device failure due to additional o-rings in the low-pressure valve. The product said to be involved is included in the scope of the supplier corrective action request. A review of the complaint history was conducted, this report represents an unusual occurrence. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During internal benchtop testing, a cook r&d engineer used a cook hemospray hemostat device. They activated the co2 [carbon dioxide] by twisting the primer and holding down the button for 2 seconds to spray. This device, when the co2 was activated, started spraying and continued to spray without the button ever being depressed. We opened the device to see if there were any internal issues we could visually notice, but did not find anything unusual on initial inspection. We replaced the co2 cannister in the primer and reactivated the co2. The device again started spraying and continued to spray without depression of the button. There was no patient contact. This occurred in the cook r&d testing lab on a finished device.

Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.